Event description:
It was reported that during a post-op check, no capture and reduced r-wave sensing were observed. X-ray revealed perforation. The lead was replaced with a passive fixation lead. The patient was unaffected by the event and is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.